Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the attached photo provided by olympus korea and found the following. The braid wire has protruded from the a rubber. Air leakage from a rubber. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the past similar cases, there was the possibility that the reported phenomenon was attributed to the following causes. -the bending braid broke due to the metal fatigue caused by the repeated bending motion during the procedure.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that the rubber of the bending section of the device was perforated and metal parts were protruding at the damaged area. This event was found during preparation for use. Olympus inspected the device at the service department of olympus (B)(4). And confirmed this event. There was no report of patient injury associated with this event.